Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve, implanted in the aortic position, was explanted after an implant duration of 4 years, 7 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and investigation, it was learned a 25mm 11500a valve in the aortic position, was explanted after an implant duration of four (4) years and seven (7) months due to corynebacterium endocarditis. The patient presented to the hospital with fevers. The explanted device was replaced with another 25mm 11500a valve. Per medical records, the patient was hospitalized due to recurrent endocarditis of the prosthetic aortic valve and mitral valve vegetations. The patient underwent a redo avr with a 25mm 11500a, and mv vegetation removal. Intraoperative course was notable for an episode of hypotension and vtach as surgery team attempted to closes the chest complicated by asystole. A postoperative tee revealed the newly implanted 25mm bioprosthetic av to be seated well with good flow and no leak or regurgitation. Patient was transferred to cvicu with open chest and on multiple vasoactive drips.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.